Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('failure to occlude (close) fallopian tube(s), perforation (fallopian tube(s)).'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia') in a 38-year-old female patient who had essure (batch no. 653091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and tubal ligation. Previously administered products included for birth control: mirena from (B)(6) 2008 to (B)(6) 2008. Past adverse reactions to the above products included genital haemorrhage with mirena. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 4 months 9 days after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping),") and uterine pain ("pain: uterine"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingooopherectomy& tubal ligation and ablation). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, menorrhagia and vaginal haemorrhage outcome was unknown and the dysmenorrhoea and uterine pain had resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, menorrhagia, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: right tube: 5 coils left tube: 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: findings: bilateral essure devices are identified. Contrast material, however, passes through the essure device on the left side and spills into the peritoneal cavity. Additionally, contrast passes through the essure device on the right side and I believe spills into the peritoneal cavity. Impression: nonocclusion of the fallopian tubes bilaterally despite the presence of essure devices; on (B)(6) 2009: the essure devices have not changed in position which appears to be good. Contrast material however fills the endometrial cavity and then promptly fills the left fallopian tube with spillage into the peritoneal cavity. There is also passage of contrast through the right fallopian tube and in to the peritoneal cavity. These findings have not changed since the prior study. Impression: bilateral tubal patency despite the presence of bilateral essure devices.. Pregnancy test urine - on (B)(6) 2009: negative. Most recent follow-up information incorporated above includes: on 26-sep-2019: plaintiff fact sheet received : new event uterine pain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('failure to occlude (close) fallopian tube(s), perforation (fallopian tube(s)).'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia') in a 38-year-old female patient who had essure (batch no. 653091-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and tubal ligation. Previously administered products included for birth control: mirena from may 2008 to june 2008. Past adverse reactions to the above products included genital haemorrhage with mirena. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 4 months 9 days after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea cramping),") and uterine pain ("pain: uterine"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingooopherectomy& tubal ligation and ablation). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, menorrhagia and vaginal haemorrhage outcome was unknown and the dysmenorrhoea and uterine pain had resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, menorrhagia, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: right tube: 5 coils left tube: 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: findings: bilateral essure devices are identified. Contrast material, however, passes through the essure device on the left side and spills into the peritoneal cavity. Additionally, contrast passes through the essure device on the right side and I believe spills into the peritoneal cavity. Impression: nonocclusion of the fallopian tubes bilaterally despite the presence of essure devices; on (B)(6) 2009: the essure devices have not changed in position which appears to be good. Contrast material however fills the endometrial cavity and then promptly fills the left fallopian tube with spillage into the peritoneal cavity. There is also passage of contrast through the right fallopian tube and in to the peritoneal cavity. These findings have not changed since the prior study. Impression: bilateral tubal patency despite the presence of bilateral essure devices.. Pregnancy test urine - on (B)(6) 2009: negative. Lot number reported ( 653091 ) is not valid. Most recent follow-up information incorporated above includes: on 17-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and fallopian tube perforation ("failure to occlude (close) fallopian tube(s), perforation (fallopian tube(s)).") In an adult female patient who had essure (batch no. 653091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and tubal ligation. Previously administered products included for birth control: mirena from (B)(6) 2008 to (B)(6) 2008. Past adverse reactions to the above products included genital haemorrhage with mirena. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea cramping),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingooophorectomy and ablation,). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia, fallopian tube perforation and vaginal haemorrhage outcome was unknown and the dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: right tube: 5 coils. Left tube: 6 cons. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: findings: bilateral essure devices are identified. Contrast material, however, passes through the essure device on the left side and spills into the peritoneal cavity. Additionally, contrast passes through the essure device on the right side and I believe spills into the peritoneal cavity. Impression: nonocclusion of the fallopian tubes bilaterally despite the presence of essure devices; on (B)(6) 2009: the essure devices have not changed in position which appears to be good. Contrast material however fills the endometrial cavity and then promptly fills the left fallopian tube with spillage into the peritoneal cavity. There is also passage of contrast through the right fallopian tube and in to the peritoneal cavity. These findings have not changed since the prior study. Impression: bilateral tubal patency despite the presence of bilateral essure devices. Pregnancy test urine - on (B)(6) 2009: negative. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs+mr received:lot number were added. Events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain, failure to occlude (close) fallopian tube(s), perforation (fallopian tube(s) were added. Medical history, concomitant drug. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.